Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power. The battery compartment and battery cap were reportedly cracked. The battery cap was not able to be tightened securely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-may-2019 with the following findings: a review of the black box showed a power on reset event on the date of the alleged issue. The battery cap contacts and spring were off. The pump did not power up with the returned battery cap. The alleged power issue was duplicated. The battery compartment was cracked from the top above the pad to the cover part. The test battery cap attached securely to the pump. The pump was exercised for 12 hours with no power issues or alarms occurring. A leak was found in the pump case, and moisture was found internally on the display, on the transceiver board, and on the display board.